Event description:
During remote follow up, noise resulting in oversensing was observe on the right atrial (ra) lead. Damage was suspected but not confirmed. No intervention has been performed. The patient was stable.